Event description:
Pt reported an adverse event to the FDA in 2004. Pt had a pip joint replacement implant procedure performed in 2002. According to the pt's own report, increased pain and stiffness was experienced. After 3 months there was no improvement so a second surgery was performed 9 months ago to remove excess scar tissue. Sometime after the second procedure was performed the pt began to experience numbness in the left index finger and stiffness has not improved. Pt sought out case from another orthopaedic surgeon. 9 months later the pt had undergone a volar release and removal of scar tissue. The device was not explanted and as of the of this reports remains implanted. At the time of the third procedure the surgeon felt the device was functioning properly and in proper alignment.